Event description:
The account alleged that the bed had no functions working and the bed is in the low position.

Manufacturer narrative:
Tech support asked the account to check the power control module. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.